Event description:
Zyno medical found that during preventive maintenance (pm), the flow rate offset % testing failed. The deviation was recorded as 6.67% there was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
This pump underwent routine maintenance testing where the service technician found that the pump's flow rate offset % fell outside the acceptable range during preventive maintenance (pm). Consequently, the pump was recalibrated, passed testing, and it was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to investigate this failure mode to determine the root cause.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. The previously filed MDR# 3006575795-2024-00553 submitted to the FDA is a duplicate of MDR# 3006575795-2024-00551. Refer to MDR# 3006575795-2024-00551for details. Reference to complaint #(B)(4).